Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 07/16/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 07/27/2016 and confirmed the reported event of inaccurate cgm values. A definitive root cause could not be determined. It was reported that the patient did not insert the sensor in an approved site according to the user's guide. The dexcom g5 mobile continuous glucose monitoring system user's guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. Calibration was not performed after experiencing inaccuracies. The dexcom g5 mobile continuous glucose monitoring system user's guide states: if the cgm values are outside the 20/20 range, calibrate again. Calibration was performed while the error reading symbol displayed. The dexcom g5 mobile continuous glucose monitoring system states: don't calibrate. System may correct problem on its own and display sensor glucose readings again.